Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 465 mg/dl. It was also reported that the insulin pump alarmed no delivery. The customer was treated with manual injection. Troubleshooting was performed and found that the cannula was not bent. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.